Event description:
It was reported that the patients ipg would turn itself on and off and would shock the patient intermittently. It was also reported that the patients leads had high impedance. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
B3: exact date unknown, event occurred approximately 30 days ago.

Manufacturer narrative:
The returned ipg was analyzed and the examination results of the ipg indicate normal characteristics both visually and functionally. A 24 hour output monitoring of two active electrodes used on the latest patient program showed that the stimulation remained on without any interruption. However, a review of the impedance log during the analysis of the data log revealed that electrodes 8 and 9 had fluctuating impedances while the device was implanted. These electrodes were used as active contacts in the simulation program, and the associated lead was found to have cable fractures right at the anchor point. These are known factors that may contribute to inadequate and undesirable stimulation experienced by the patient. However, a labeling review found that the reported events are known risks associated with the use of an implantable pulse generator as part of a system to deliver spinal cord stimulation. With all the available information, boston scientific was unable to confirm the reported event of the patients ipg would turn itself on and off and would shock the patient intermittently with testing of the product return. Therefore, this investigation is assigned a probable cause of known inherent risk of device.

Event description:
It was reported that the patients ipg would turn itself on and off and would shock the patient intermittently. It was also reported that the patients leads had high impedance. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively.